Event description:
It was reported that during a revision surgery, when the surgeon opened up into the middle ear, the floating mass transducer (fmt) was floating alone unattached to the round window structure. The device was investigated with laser doppler vibrometry (ldv) equipment and reported that there was no response from the fmt. The surgeon decided he would explant the vorp and re-implant with a new vorp device.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.